Event description:
Reporter stated, that patient tested blood glucose, using the aviva system, with back-to-back results of 333 mg/dl and 140 mg/dl. Reporter stated that, at the time the results were obtained, pt was not experiencing symptoms of hyperglycemia or hypoglycemia. Patient did not modify therapy based on these values. No adverse event was reported. Quality control testing had not been performed on the aviva system. Technical support requested the return of the suspect product and replacement product was shipped.